Manufacturer narrative:
Returned samples were tested by mts quality control with retains of mts a/b/d monoclonal and reverse grouping card lot# 062706037-25. The customer complaint was not confirmed. No definitive root cause was determined. However, bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, omission of test samples, or product malfunction at the customer site could not be ruled out.

Event description:
The customer was performing an rhd retest of a patient sample with mts a/b/d monoclonal, and reverse grouping card lot#062706037-25 in manual gel reported that they observed negative results. Initial test results were positive, when the sample was tested with the same lot of gel cards in the provue analyzer. Testing at mts quality control confirmed, that the patient sample was positive for rhd antigen type testing. Incident occurred during a re-test of a patient sample, preventing erroneous results from being reported.